Manufacturer narrative:
The field service representative adjusted the dilution and sipper nozzles as these were misaligned. He checked the sampling positions and noticed that there was backpressure coming from the vacuum. He cleaned the vacuum line and changed the sample probe. He ran calibrations and qc without issue. There have been no further issues reported. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible causes include a sampling problem, ise/reference flow related issue, calibration errors, operator handling problem, or a hardware error.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results after issues with calibration and qc. Approximately 20 erroneous patient results were reported outside of the laboratory. Data was only provided for five examples of sodium results. The unit of measure was not provided. Sample 1 initial result was 122.8 and the repeat result was 129.6. Sample 2 initial result was 130.1 and the repeat result was 136.2. Sample 3 initial result was 127.7 and the repeat result was 134.2. Sample 4 initial result was 127.7 and the repeat result was 134.2. Sample 5 initial result was 127.2 and the repeat result was 133.3. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided.